Manufacturer narrative:
Section a4: weight: unknown; requested but not provided. Section a5: ethnicity: unknown; requested but not provided. Section a6: race: unknown; requested but not provided. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded extended range of vision intraocular lens (iol) was explanted from the right eye due to blurry vision at all distances and unable to correct with refraction. Another johnson and johnson iol was implanted as replacement (zcb00, 10.0 diopter). It is unknown if any medical or surgical intervention was required. There was no patient injury. The patient is doing well post-operative and has noticed improvement in visual acuity since the exchange. The device was discarded. No further information was provided.

Manufacturer narrative:
In reviewing the initial MDR, it was noticed that the following "type of investigation" code was inadvertently not included as well as some additional verbiage in the device evaluation summary; therefore, it is captured in this supplemental report: section h6: type of investigation: code 4109 "historical data analysis" a search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this production order number have been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.